Event description:
During an atrial ectopic pvi ablation, the sheath hemostasis valve leaked air when the ablation catheter was inserted, resulting in st elevation and heart block. There was blood bleed back noted earlier in the procedure that was initially thought to be due to low pressure in the flush line. However, the flush line was confirmed to be >300mmhg and flushing adequately. The bleed back was then thought to be from the leaking seal. During manipulation of the ablation catheter in the left atrium the patient developed st elevation and became hypotensive, with bradycardia and a brief complete heart block which recovered within 2-4 minutes with atropine. An echocardiogram was performed and ruled out an effusion. It was assumed the event was caused by air being introduced into the patient via the sheath, however air was not visualized in the patient. The patient has been discharged.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 8.5f fast-cath introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.